Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse verified that the pressure was over 20 mpa. Fse found the peek tubing for the injection valve to the line filter to be obstructed. Fse cleared the obstruction then ran precision for validation. The g8 instrument was working as designed. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages- when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 102 pres limit over: the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. The 150 grad sensor error: the grad sensor on the pump malfunctioned. Check the grad sensor. The most probable cause of the reported event was due to obstruction in peek tubing.

Event description:
A customer reported getting 102 pressure over limit and 150 grad sensor error messages with the g8 instrument. The customer reported that they replaced the filter but the error persisted. The column count was only 365. Technical support (ts) instructed the customer remove the nut above the wingnut to the prefilter and run the pump. The customer then reported a 150 grad sensor error message occurred immediately. Ts instructed the customer to check the waste but it was empty. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.